Event description:
A user facility reported to olympus, that the evis lucera gastrointestinal videoscope water/air could not pass the tube smoothly, and there was water leakage. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope nozzle clogging, key top damaged and leaking, insufficient angulation, insertion section discolored, insertion section was wrinkled, and insertion section had depression. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object was reported to be stuck in the air/water nozzle and unable to be removed or identified. There were no reports of nozzle deformation. It is likely that foreign matter remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which state: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.